Manufacturer narrative:
Device evaluated by manufacturer: the subject device was returned to edwards for evaluation. Report of calcification was not confirmed. X-ray demonstrated wireform distortion around the valve. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4 mm on leaflet 3 at the inflow aspect and 4 mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and heavy at the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 2 mm near commissure 1 on outflow aspect. Host tissue restricted leaflet mobility and led to stenosis. The sewing ring was cut near leaflet 2 and exposed the wireform on the side of the valve. Based on the product evaluation findings, host tissue restricted leaflet mobility which led to stenosis. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. It is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing related issue was not identified. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards was notified that a patient had their bioprosthetic valve explanted after an implant duration of four (4) years and three (3) months because of calcification causing a high gradient. The surgeon replaced it with a non-edwards mechanical valve. The patient was well post-operatively and discharged on post-op day #6. Per obtain information, during intraoperative the edwards valve was found to be normal and pristine. There was no evidence of peri-prosthetic leak either on tee or under direct visualization. There was small amount of subvalvular pannus which was removed.